Event description:
It was reported to ge that the over table tube assembly moved rapidly without command. There were intermittent switch failures that could have caused the motion. Unit was repaired and returned to use.